Manufacturer narrative:
Exemption number: e2014018. When additional information has been received a follow up report will be submitted.

Event description:
It was reported during a surgical procedure the tip of the caiman jaw came off while operating. No other information has been provided. Additional information has been requested, however, not yet received